Event description:
Customer called stating that a skin graft was done on a male in his 50's and adaptic had been placed over the site. The home health agency that was engaged to do the dressing changes were given the orders. Dressing changes once a day placing the adaptic over the site and bandaging over that. On the 7th day the pt returned to the dr's office. The adaptic was stacked 3 deep and folded over on the wound and then bandaged. The graft was no longer viable and the area appeared macerated "and almost burned".